Event description:
It was reported that the wire was not secured in the gard. A 1.6mm jetstream sc catheter was selected for a patient procedure. During the procedure it was noted that the unspecified wire would not stay within the gard. The physician still used the device in the patient despite this issue, and everything else went fine. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream sc-1.6 atherectomy catheter. The device was visually examined for any damage. The device showed no damage. The device was functionally tested. A guidewire was inserted into the device and into the gard. The wire did not spin in the gard. The device ran as designed and no gard error was noticed. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the wire was not secured in the gard. A 1.6 mm jetstream sc catheter was selected for a patient procedure. During the procedure it was noted that the unspecified wire would not stay within the gard. The physician still used the device in the patient despite this issue, and everything else went fine. The procedure was completed with this device. No patient complications were reported.